Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not rewind during a bolus attempt. The customer stated that she removed the battery, and it started working again; then just before insulin delivery, the device froze and alarmed button error. The blood glucose reading was 162 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms or frozen display were noted. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at display window corners, reservoir tube and battery tube threads. The insulin pump was also received with minor scratches on the display window.